Manufacturer narrative:
This report is submitted on sep 4, 2019.

Event description:
Per the audiologist, the implant fell out while showering. The patient is being treated with antibiotics and steroids (unknown route of administration).